Event description:
It was reported that during patient transfer the sling leg clip detached. As a consequence of the event the resident fell from maximove lift. As a consequence of the event the resident sustained laceration to the patient's head requiring staples.